Event description:
It was reported that an auto-off alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg level. Reportedly, the customer went to emergency room; however, no specific treatment received. The customer left the ER same day with the issue resolved. Tandem customer technical support educated the customer on the pump's auto-off safety feature per user guide. Customer continued to use pump for insulin therapy.